Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a loose electrocardiogram connector, the lifting mechanism supporting the display was broken and the rear compartment door was broken and the link electronic module board was replaced and calibrated, all hinge plate screws were installed and secured and the power cord bay was replaced to resolve all. It was additionally noted that there was a broken left upper hinge, the display had some white spots on its right side, the paper guide was broken off the printer drawer, the keyboard latch was broken, the lower case handle was broken and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved and the hard drive was reconfigured and the software reloaded and updated. (B)(4).

Event description:
It was reported that the electrocardiogram slave connection on the programmer was broken or loose and was not reliable. It was further reported that the "neck" or lifting mechanism supporting the display screen was breaking and that the rear compartment door did not close. The programmer was returned for service. There was no patient involvement.